Event description:
From the call center: "the device shocked me badly. Ive been calling (B)(6) since thurs. I havent heard back. Im in the hospital now for a different reason."

Manufacturer narrative:
Spoke with patient, they are still in the hospital asking for MRI of lumbar spine (unrelated to device). I shared that it is outside of our guidelines, but she requested to give my contact with the MRI team. I also spoke with patient's nurse and shared guidelines. Suggested a CT if possible. Attempting follow up with patient and/or medical team.